Event description:
Reportedly, the instrument did not function properly and the surgeon could not make the anastomosis. They had to use sutures to complete the case which more than doubled the anticipated or time. Procedure: low anterior resection.